Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the right atrial (ra) lead exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, phrenic nerve stimulation and possible far field r-wave (ffrw) noted on stored electrograms (egm) may have caused the device to mark some episodes as atrial arrhythmia. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.